Event description:
Reference MDR # 1219856-2010-00428 for the first event involving the same pt. It was reported that while in the cardio-vascular lab (cvl) the md tried to insert the second intra-aortic balloon (iab) through the existing super arrow-flex (saf) sheath. However, the iab became stuck in the sheath and as a result, the md removed the iab and the saf sheath as one unit. A third iab was opened and the md used the teflon sheath to successfully insert the third iab. The iab was inserted into the right groin which was the same insertion site as the previous attempts. There was no reported pt death or injury. The delay in therapy is listed as 10 minutes. There were no reported pt complications. The pt outcome is listed as "fine".

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.